Manufacturer narrative:
The lot number has been provided, and the lot device history records have been reviewed. The lot met all release criteria. The investigation is confirmed for a break, as the cannula hub and tang of the returned sample were found broken. The investigation is inconclusive for failure to prime, as functional testing could not be performed due to the broken cannula hub and tang. The root cause for this event was determined to be supplier related due to over-processed resin. The sample was returned with no protective tubing on the needle tip. The sample was returned with the arrow visible in the ready window, thus indicating the device was in the "ready to fire state". It was found that the stylet was in the ready (primed) position; however, the cannula was not primed/retracted. The cannula was not retracted as it should have been. No other visual anomalies were observed on the device. The firing trigger was attempted to be pressed, however, the sample would not fire. Further functional testing could not be performed. The sample was disassembled and the internal components were examined. The cannula hub and tang were found to be broken. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The information provided by bard represents all of the known information at this time.

Event description:
It was reported that during an ultrasound breast biopsy, after taking two or three tissue samples, as soon as the device is attempted to be primed to get additional tissue samples, a rattling noise was heard like a piece of plastic was broken inside the device. There was no report of patient injury.